Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x3.5mm target lesion was located in the lightly tortuous and lightly calcified left anterior descending artery. Following pre-dilatation, a 3.50x16mm promus element stent was advanced to treat the lesion. However, the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to distal end stent strut rows with stent struts misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.